Event description:
Dealer is stating that the pin is wearing to a oblong shape, and causing the c clamp to pop off, which doesn't allow the brakes to lock into place.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
The device was evaluated by the returns department which found that the unit is missing the wheellock link and the e.16 ID ring.

Event description:
Dealer is stating that the pin is wearing to a oblong shape, and causing the c clamp to pop off, which doesn't allow the brakes to lock into place.